Event description:
It was reported damaged guidewire. The tube was replaced. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.